Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose. The user alleged the insulin pump was over delivering insulin due to it might not be calculating bolus right. Customer tried to enter this into the pump but it did not save within the menus. Customer stated that numbers are too small. During the call he was at 78 mg/dl and was able to get some juice to treat. No harm requiring medical intervention was reported. The drive support cap was normal. Customer performed displacement verification test and test was successfully completed. The insulin pump will be and reservoir will not be returned for analysis.